Event description:
It was reported that the insulin pump alarmed during prime. The insulin pump was not bumped or dropped. The drive support cap is loose. Blood glucose value is 107 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.